Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02165 and 3007042319-2015-02166) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "batteries jumps from one to the other port". There was no reported patient injury. Investigation is ongoing. This is report 1 of 2.

Manufacturer narrative:
Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported power switching event may be attributed to a battery with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02165 and 3007042319-2015-02166) submitted for devices related to the same event.